Manufacturer narrative:
An event of device embolism was reported. The investigation confirmed the device met dimensional specifications when analyzed at abbott. Biological material appeared to be present on the discs of the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2020, a 22mm amplatzer septal occluder was successfully implanted. On (B)(6) 2021, the device was found to have embolized into the proximal descending aorta. The device was successfully retrieved and removed using a 16 f cook sheath and a gooseneck snare to resolve the event. The proceduralist stated that prior to the event, the patient developed severe acute urinary retention due to a pre-existing condition of prostatic hyperplasia. This made the patient unable to pass urine for a few days and bear down hard which likely caused the device embolization. The patient is stable.